Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported sensor updating and change sensor alerts. The customer reported blood glucose value of 54 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-332a, unk_ngp, mmt-7040a and unomedical. Troubleshooting was performed for hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for mmt-368a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.